Manufacturer narrative:
The alleged condition of the stool tipping is likely user error. However, this could not be confirmed as the unit was not made available to stryker for evaluation. A likely cause to the event is due to the customer leaning too far back while pushing the stool backwards, causing a tip. The device was not available for evaluation.

Event description:
It was reported that the customer had an incident of a personnel tipping over backwards off the surgistool when pushing away from patient. No parts on the stool was noted to have failed at this time.

Event description:
It was reported that the customer had an incident of a personnel tipping over backwards off the surgistool when pushing away from patient. No parts on the stool was noted to have failed at this time.